Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with dianeal therapy were not reported. No additional information was available.

Manufacturer narrative:
Upon follow it was reported the patient experienced a use error which resulted in peritonitis. The error was further described as a reuse of the same minicap two to three times. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin and ceftazidime (no further information). At the time of this report, the patient was recovered from the event. On an unreported date, the patient was discharged from the hospital. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reported product is an unknown baxter minicap. Device code (B)(4) was removed and replaced with 2017. Conclusion code 61 was added. His report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies and to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted.